Event description:
Umbilical venous catheter (uvc) was placed in a pt. During abdominal radiologic exam two views, including lateral view, were ordered to verify placement. Customer alleges that it is not readily apparent upon viewing one image that there is a second image available. Customer reported that the lateral image may not have been viewed and interpreted. Tpn and lipids through the uvc resulted in nerosis of the liver. Pt death occurred.